Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection procedure, the tissue pad was detached off inside the patient. It was open surgery and the tissue pad was retrieved. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The pt reportedly has been experiencing ear infections and has been receiving treatment for the infections. Advanced bionics is in the process of receiving additional information and will submit a supplemental report once new information is obtained.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.